Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due tosuper capacitor electrolyte leak. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4). Device received, evaluation pending.

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.